Event description:
It was reported that the pt had a pump replacement for eol (end of life) on the pump. During the replacement surgery, the connector on the existing catheter was noted to have precipitate. The physician had difficulty withdrawing csf and when the fluid was aspirated with the connector on, the csf was cloudy. Once the connector was removed, the csf then flowed freely and clear. There was also a granuloma found over the pump reservoir port. The granuloma also had a residual piece of possible dacron pouch. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4): the catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is completed.